Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number : (B)(4), batch/lot number: 13999997, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a broken leads and impedance issues.

Manufacturer narrative:
Additional information was received that the patient had high impedances on the contacts that were broken. The patient underwent a replacement procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a broken leads and impedance issues.